Event description:
It was reported during incoming device inspection with no complaint received from the end user, the device was observed with e226 error. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
The subject device was evaluated and found an error e226. Service repair noted that the error e226 occurred due to the presence of dust on the tracks of the receptacle unit. The dust was removed, unit was cleaned and once completed, the unit was noted to be working. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device had dust on the track of the receptacle unit. It was determined that error e226 occurred due to dust. The otv-s300 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿10.2 troubleshooting guide. Code: e226, error message: scope communication error. Possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.